Event description:
It was reported that the right ventricular (rv) lead had a sudden increase in threshold five months ago. The physician elected to replace the lead as the patient is dependent with complete heart block. The lead was attempted to be laser extracted, however there were adhesions in the superior vena cava (svc) and to the atrial lead. The rv lead was partially explanted and replaced. It was also reported that the right atrial (ra) lead was damaged by the laser during the rv lead extraction. Attempted laser extraction of the ra lead was unsuccessful so the ra lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5054 implantable pacing lead: 1999-(B)(6), addr01 implantable pulse generator (ipg) 2009-(B)(6). (B)(4).